Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used during a sacrospinous fixation procedure. According to the complainant, during the procedure, the needle carrier did not retract back into the capio head. It was reported that this occurred inside the patient. There were no visible defects noted to the device. The physician completed the procedure with another capio device with no patient complications. The patient's condition at the conclusion of the procedure is unknown.